Event description:
A malfunction was reported by a customer who received an error, identified as 8-ox208a. There was no reported impact to the customer¿s blood glucose level. The customer was unable to resolve the malfunction, and technical support is awaiting the return of the pump for further examination. A replacement pump with serial number (B)(6) was provided.